Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient replaced their implant on (B)(6) 2021, it hadn't "been right," and that it "wasn't setting." The patient clarified further by stating that where they initially placed the neurostimulator, it had been hurting so badly, they couldn't even sit down straight and they had to sit off to the side. As a result, the patient stated they revised it in january or february of 2022 (the patient stated it may have been in the first part of february) and during the revision, they tried to use the old pocket from their previous neurostimulator but that "didn't work ," so they created a new pocket for it instead. The patient stated since they moved the neurostimulator to the new pocket, it was a lot better for them and they noted they had been following up with their managing health care provider (hcp) every 3 months to make sure everything was ok since the revision. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.